Event description:
A diabetic pt received a test result of 22 mg/dl from their expressview monitor and they went to the ER. While at the hosp ER, approx 30 mins after receiving the test result of 22 mg/dl, the pt's glucose level was re-assessed. Their glucose level was 154 mg/dl. The pt was not given any further treatment and they were released from the ER.